Event description:
During routine followup, pacer exhibited normal sensing and capture with and without magnet. Magnet rate=87 ppm. Programming rate to 103 ppm resulted in no pacing output. After reprogramming back to lower rate device functioned appropriately. Safety alert device.